Event description:
Caller reported malfunction on pump, with malfunction code malf 9 displayed. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer was assisted by technical support to reset the pump, and the malfunction did not recur after the reset. Customer was advised to continue using the pump and to call back if the malfunction code reappeared.